Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between a homechoice cassette and solution bag leaked. This issue was identified after setup when the patient was about to start therapy. The patient was not connected. The patient stated they were visually impaired so they were not certain of the location, but it seemed to be coming from the connection. The technical service representative assisted the patient in removing the set up and starting therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.